Manufacturer narrative:
Log files were reviewed from (B)(6) 2013. Logs files revealed low flows outside the normal operating range leading up to the event. Alarm files confirm multiple low flow alarms on (B)(6) 2013, in which the last alarm did not clear until (B)(6) 2013. Alarm files also confirm multiple low flow alarms on (B)(6) 2013. The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Manufacturing documentation confirmed that the pump met all requirements for release. Review of controller log files confirmed the reported event, revealing low flows outside the normal operating range leading up to the event and alarm files confirming multiple low flow alarms. Independent pathological analysis did not find any presence of thrombotic material inside the lvad pump. While the exact cause could not be determined, review of the patient's clinical history indicated there were several clinical factors that may have contributed to the reported event. These included the combination of multiple mechanical support devices (for severe right and left sided failure), the patient's poor pre-operative clinical condition and the complexities of her medical management. Post explant functional and dimensional evaluation did not reveal any conditions that would have contributed to the reported event. Based on the information provided, there is no evidence to suggest that the reported event is related to a device defect. Patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the clinical study that post implant of lvad on (B)(6) 2013 in the patient's left ventricle. Intra-operative flow studies were performed (with a probe in the vad outflow graft) and attempts to adjust the vad flows were unsuccessful in weaning the patient from ECMO. Of note, these flow studies confirmed that there was no evidence of thrombus or obstruction in the outflow graft. The site further reported that there was no evidence of thrombotic material in the heartware vad inflow cannula or in the left ventricle. The patient was then converted from ECMO to cardiopulmonary bypass and a rotoflow was implanted in the patient's right ventricle for continue right sided failure. Heartware clinical specialists expressed concern at the time that given patient's poor cardiac and respiratory function on ECMO it was unlikely that the bivad setup was going to improve the situation. After this discussion, the surgeon opted to proceed with his/her original plan and the patient was transferred to the intensive care unit. The patient did not show any improvement and she was taken back to operating room (or) several times. During those interventions, bivad with ECMO was attempted however this caused very low flows through the hvad. Heartware clinical specialists raised concern that low flows could increase the risk of thrombus formation. ECMO was taken off and patient stayed on bivad only. There was exacerbation of pulmonary edema, which might be caused by the changes in flow settings of right sided rotoflow vad. As a result the patient was put back on v-a ECMO. Since inadequate flow rates persisted, the surgeon decided to look for a possible cause and see if there was any relationship to the hvad pump. Approximately two months after the implantation, the patient was taken back to the o.r. For a pump exchange (related to persistent low vad flows). Upon explant, the surgeon noted that there was no thrombus within or outside of the pump or within the patient's left ventricle. The controller was also exchanged in case it was contributing to the event but this had no impact on the vad parameters. As a result of those interventions, there was significant bleeding following the exchange procedure and the anticoagulation regimen throughout included low dose heparin and aspirin. There was no improvement after the implantation of the new vad and a decision was made to explant this vad and implant a rotoflow vad in the left ventricle (while keeping the right sided rotoflow vad). The site reported that the patient had numerous bleeding issues post-operatively that complicated for post-operative course. Pump was returned back to the manufacturer for the further investigation. No additional information available.